Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® bivona® custom flextend¿ tracheostomy tube was broken. It was noted that the product had been opened but had not been used with a patient. No patient injury was reported. See MFR: 3012307300-2016-00403 and 3012307300-2016-00404.

Manufacturer narrative:
One used 6.0mm a/c flextend¿ tracheostomy tube was returned for investigation. Visual inspection found that the end of the talk attachment line was missing the connection port. Additionally, it was observed that the device inflation line was torn off. The remaining end of the inflation line and silicone hub appeared to have been pulled and torn apart. The examination of inflation line hub showed that adhesive was present (this bond was still intact). Investigation was unable to determine the root cause of the inflation line tear; however, no evidence was found to suggest a manufacturing defect.